Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services stating that this lead had an out range pace impedance greater than 2000 ohms. It was also stated that there was a rythmiq events recently. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).